Manufacturer narrative:
(B)(4). Device product code: phx. Concomitant medical products: item# 110031399; lot# 65255109. Item# 110030776; lot# 65323728. Item# 110031428; lot# 65163940 .. Foreign: event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial implantation, the surgeon fractured the anterior cortex of the patient's glenoid. Subsequently, the surgeon opted to leave the patient's joint loose in order to allow the bone to heal with the intention of revising the patient at a later time to re-tension the shoulder. The patient was revised approximately two (2) months later, where a new glenosphere and humeral poly were exchanged to provide additional stability. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR report number: 0001825034-2022-02317. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.